Event description:
Extravasation of contrast occurred at the end of injection prior to CT scan. The device does not measure the pressure; however, it limits it up to 150 psi.the device was not broken; however delivers the contrast at a fast rate.